Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated, and water slightly leaked from the balloon tip. The procedure was successfully completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole. Block h11: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 13mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole problem found could have been generated due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. It is also possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated, and water slightly leaked from the balloon tip. The procedure was successfully completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.